Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat back pain. The implantable pulse generator (ipg) was placed in the lower back with the implanted leads targeting the thoracic nerve. The patient reported in multiple surveys that pain levels were "improved" or "much improved" and that the patient was "extremely satisfied" with the nalu system. In (B)(6) 2025 the firm was notified that the patient would need surgical access to the left kidney and the nalu system would need to be removed to allow that access. A full system explant was performed on (B)(6) 2025.

Manufacturer narrative:
There are no indications or allegations of any system or component failure. The nalu device was removed to allow the patient to move forward with surgery that is unrelated to the area being treated by the nalu stimulator system.